Event description:
It was reported on 4/21/00 that "in 1999 a pt had a phacoemulsification of left eye and had an iol implanted into the left eye. On 6/1/99, pt developed a granulomatous uveitis. The moderate uveitis was resolved on topical corticosteroids. Visual acuity at last eye exam was 20/20 and pt was given an excellant prognosis."